Event description:
It was reported that the device prematurely reached the elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity. Performance evaluation revealed time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat= 2.626 to 2.612 volts minimum between (B)(6) 2011 and (B)(6) 2012. Three- patient alerts for low battery voltage between (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:00. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.